Manufacturer narrative:
This report is submitted on april 06, 2017.

Event description:
Per the clinic, the patient experienced breakdown of the skin flap at implant site and subsequently was treated with IV antibiotics and underwent skin flap revision surgery (date not reported). However the issue could not be resolved and subsequently the device was explanted on (B)(6) 2017. The patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.